Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an intermittent out of range signal. It was reported that a pediatric patient was using an adult receiver. No additional patient or event information is available. The dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.